Event description:
At about 20 minutes into a platelet donation procedure, the customer called and explained that possibly a larger male donor's information had been entered on the trima and a smaller female was being run on the system. Initially a triple platelet procedure (tpp) was selected, but the customer changed to a double platelet procedure (dpp) after 2 minutes because they felt that the tpp was too much for a small donor to donate. The caridianbct specialist advised the run should be ended due to donor overinfusion dangers. The customer continued the procedure for another 40 minutes until they had a single platelet product. They had the donor stay at the center for 30 minutes to ensure that she was ok. The donor felt fine during and after the donation. The information that was entered on the machine: sex: male, (B)(6). The female donor that was connected to the machine had a height of (B)(6). The customer was unable to provide the age of the donor. No medical intervention was necessary.

Manufacturer narrative:
(B)(4). Investigation: the ac infusion rate was calculate to approximately 0.93, which is within caridianbct's safety limits. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.